Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump issued multiple occlusion alarms while the patient was at school, leading to prolonged hyperglycemia until the infusion set was changed, after which glucose dropped to 67 mg/dl and later rose again with another occlusion alarm before a new site was placed and delivery resumed. Symptoms included hyperglycemia with large ketones and a transient hypoglycemic event. Outcomes included temporary interruption to therapy and self-management at home without medical intervention or hospitalization. Investigation included troubleshooting and education, a change of infusion set supplies, and provision of alternate infusion sets. Investigation of this case revealed an occlusion associated with the infusion set that resolved after replacing supplies and relocating the infusion site, consistent with an insulin delivery obstruction at the set or line. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion.